Event description:
The event is reported as: the staples got hooked inside the stapler. Staples can not be placed exactly correctly. No pt injury reported.

Manufacturer narrative:
The result of the investigation are not available at the time of this report.